Event description:
Related manufacturer report numbers 3006705815-2022-01539, 1627487-2022-01633. It was reported that during a surgery to revise the ipg due to pocket pain, it was found that the system had become infected. In turn, the system was explanted.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
The reported issue of infection was not confirmed. This issue cannot be confirmed with product analysis. The ipg was returned without any visible anomalies that would contribute to the issue. It successfully bonded with a lab cp. When queried with the uep inductive tool, it showed it had experienced a por on the day of explant. After being placed in therapy app using uep, normal ble communication was observed and it passed all functional tests on ate. The root cause of the infection could not be determined.